Event description:
--

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative to obtain additional information.

Manufacturer narrative:
The available information suggests that this patient's device remains in-service and no invasive intervention was undertaken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high shock impedance). The clinic had already reviewed the data from the patient's monitoring system and a call was made to the local representative to discuss the issue.

Manufacturer narrative:
Despite multiple attempts, additional information was not available from the field. The available information suggests that this lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.